Event description:
Multiple red cell pump alarms (#45); system pressure alarms x3 (#18) - switched to single needle mode, lowered collection rate, consulted with therakos and finally lowered whole blood processed at 1066ml and proceeded to buffy coat collection. Treatment completed - processed 1202ml - normally 1500+ ml are processed.